Event description:
Caller reported an issue with a continuous glucose monitor (cgm), specifically encountering a cgm error 42. There was no adverse impact on the customer's blood glucose level as no critical blood glucose thresholds were mentioned. Technical support provided assistance by walking the caller through a complete pump reset, after which the error did not reoccur, allowing the caller to successfully start their sensor session.